Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI) procedure without putting their implantable cardioverter defibrillator (ICD) into MRI mode, causing the ICD to inappropriately go into backup operation with high voltage therapies disabled. Programming changes were made to reset the ICD. The patient had no adverse consequences due to the event.